Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on 10aug2022. Repeat testing was performed and generated a positive result. Confirmation testing was performed with the ID now covid-19 assay and generated a negative result. The confirmation testing was repeated and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-03589 and 1221359-2022-03590.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.